Event description:
It was reported that while trying to capture a log file from the real intelligence cori the rep received a critical error: the system has detected that launcher exited due to a configuration error message. He rebooted cori and proceeded to capture the log file again. As this happened in a non-surgical environment, there was not any patient involved.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number sn (B)(6) intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a console software bug. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
The real intelligence cori, part # rob10024, serial # (B)(6), intended for use in treatment, was not returned for evaluation, therefore a visual inspection could not be performed. A log file review was performed. Log files were provided by the rep for review. Logs for date 2022-12-14-07-20-28 confirmed multiple critical errors due to system fault before system exit and shutdown. An additional review of log files performed by deoyani joshi determined that the error was related to a software bug which occurred due to continuous selection and deselection of cases when on the admin screen. The most likely cause of this failure seems to be due to a software bug which occurred from continuous selection and deselection of cases within the admin screen. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.